Event description:
It was reported that the patient presented in clinic experiencing palpitations. The atrial lead exhibited noise and low sensing. The noise was reproducible with isometrics test. The lead was capped and replaced. The patient was stable during and after the procedure.